Event description:
The customer observed falsely elevated alinity I b12 results for multiple samples. The following example data was provided (customer provided normal range: 138 to 652 pmol/l): (B)(6) 2025, sid (B)(6): initial result = 259 pmol/l, repeat = 115 pmol/l. No impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: sid (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I b12 results for multiple samples. The following example data was provided (customer provided normal range: 138 to 652 pmol/l): on (B)(6) 2025, sid (B)(6): initial result = 259 pmol/l, repeat = 115 pmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the tube, r1-r2 pipettor probe to pm sensor was leaking. The part was replaced which resolved the issue and module function was verified with a control/precision run. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) found no additional erratic b12 results were reported. A review of complaint and trending data for the alinity I processing module did not identify any similar issues for splashing as described in this complaint. Additionally review of complaint and trending data associated with the r1-r2 pipettor probe to pm sensor did not identify an increase in complaint activity regarding the complaint issue. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the tube, r1-r2 pipettor probe to pm sensor were identified.

Manufacturer narrative:
Section h11 additional mfg narrative updated to correct typographical error. The field service representative (fsr) inspected the instrument and found the tube, r1-r2 pipettor probe to pm sensor was leaking. The part was replaced which resolved the issue and module function was verified with a control/precision run. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) found no additional erratic b12 results were reported. A review of complaint and trending data for the alinity I processing module did not identify any similar issues as described in this complaint. Additionally review of complaint and trending data associated with the r1-r2 pipettor probe to pm sensor did not identify an increase in complaint activity regarding the complaint issue. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the tube, r1-r2 pipettor probe to pm sensor were identified.

Event description:
The customer observed falsely elevated alinity I b12 results for multiple samples. The following example data was provided (customer provided normal range: 138 to 652 pmol/l): (B)(6) 2025, sid (B)(6): initial result = 259 pmol/l, repeat = 115 pmol/l no impact to patient management was reported.